Event description:
This is report 1 of 2 for pc-(B)(4). It was reported by the customer in china that preoperatively to an unknown surgery on (B)(6) 2022, it was observed that the lupine loop rapide anchor with orthocord ds device was deformed upon opening its package. Changed to another one to continue the surgery but the same problem happened again. Another like device was used to complete the surgery. There were no adverse consequences to the patient nor surgical delay reported. No additional information could be provided.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device has not been returned, therefore unavailable for a physical evaluation. However, a video was provided. Upon visual inspection of the video, it was observed that the anchor was bent. Therefore, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 8l37764, and no nonconformances were identified. Hands on analysis should provide the evidence necessary to determine a root cause of the issue experience. There is a 100% control at different stages of production of: anchor tightening, by a torque meter + anchor/shaft assembly + anchor/shaft gap with a measuring gauge. The operator has a very clear information: a green or red light informs if the torque meter complies or not; also, before putting in the tray, check that the loop is on the flat side of the is on the flat side of the anchor and that there is no there is no play between the anchor and the shaft. Finally, 100% visual control: check that no degradation on the suture and on the anchor is present. We cannot determine if the suture is under tension because the anchor is damage. There has been a closer look on the in-process controls. These damages have typical characteristics of material exposed to temperatures higher than recommended, however this cannot be conclusively determined. Without physically evaluating the device, we cannot determine a root cause. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
This is report 1 of 2 for (B)(4). It was reported by the customer in china that preoperatively to an unknown shoulder procedure on (B)(6) 2022, it was observed that the lupine loop rapide anchor with orthocord ds device was deformed upon opening its package. Changed to another one to continue the surgery but the same problem happened again. Another like device was used to complete the surgery. There were no adverse consequences to the patient nor surgical delay reported. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: b5: subsequent follow-up with the customer, additional information was received regarding the event. Therefore, the event description has been updated accordingly.